Event description:
Vision for the robotic camera was blurred. When assessing the cause, the foam common from the d-help system was found snapped in half within the canal of the camera trocar. Diagnosis or reason for use: robotic single site hysterectomy.